Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported, "a (B)(6) pt experienced a fall on (B)(6) 2010. After this event he underwent osteosynthesis procedure due to a left femur fracture. The procedure was performed in (B)(6) hospital, the implanted product was an unspecified t2 nail and two screws. After an x-ray examination it was discovered a breakage of the distal screw. On the (B)(6) 2012, a revision surgery was planned. On 2011 after an dxa examination revealed a low bmd."